Event description:
The pt received bilateral knees (left in 1998 and right in 1998). The right knee has serious osteolysis. The attorney is the pt's spouse and alleges the problem is caused by the gamma radiation in the air sterilization technique.